Manufacturer narrative:
A ge service rep performed an onsite investigation. The following system components were reseated: the gib, ffb and hv supply regulator boards and the connectors and fuses on the power signal interface board. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system displayed communication failure error messages. This error message is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of pt injury.